Event description:
It was reported to boston scientific corporation in 2008 that a combo cath wire-guided cytology brush was used during a cytology procedure performed in 2008. According to the complainant, it was reported that resistance was felt, while the device was advancing along the guidewire and when the brush was extended. The device was removed and replaced with another combo cath wire-guided cytology brush. The procedure was completed with this second brush. There was no pt complications reported as a result of this event. The pt's condition, at the conclusion of the event, was reported to be "good".

Manufacturer narrative:
Although, the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.